Event description:
Midas drill malfunction. When through two midas drills before getting one that worked. Drills were seized up. Perforator would not spin on both drills. Reported to rep. Both drills sent to central sterile with repair tags. Per clinical contact [redacted name], these will be sent back to the manufacturer. Manufacturer response for drill, midas drill (per site reporter).